Event description:
Additional information: it was reported on 11/11/2016 that the patient expired on (B)(6) 2016 due to pulseless electrical activity (pea). No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device - 16 days. A correlation between the device and the reported event could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a questionable neurological status prior to lvad implant. The patient had been on extracorporeal membrane oxygenation support but was reportedly following commands and tracking. Post-implant, the patient was not following commands. The previous week, the patient's lactate dehydrogenase level was 1000 u/l and rose to approximately 5000 u/l. It was noted that the patient has a history of protein c and s deficiency and had previously clotted hemodynamic lines. Tracheostomy and percutaneous endoscopic gastrostomy had been performed the previous week in anticipation of the patient's need for long-term support. On the evening of (B)(6) 2016, a pulseless electrical activity (pea) arrest was reported with a paced rhythm in the 60 bpm range with a low pulsatility index. Pump parameters were reportedly stable. A continuous electroencephalogram was in place and being monitored. Chest compressions were performed during the pea event with treatment with IV vasopressors. Continuous renal replacement therapy was in place. The lvad was reportedly functioning as expected. The patient would continue to be monitored in an acute setting. No additional information was provided.